Manufacturer narrative:
The complaint source confirmed that the product will not be returned. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. Product unavailable for analysis

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the mildly tortuous left circumflex (lcx). The physician was attempting to advance the 2.75 x 28mm taxus liberte drug-eluting stent delivery system and encountered resistance at the lesion. The stent was "caught in curve." The 2.75 x 28mm taxus liberte drug-eluting stent dislodged from the delivery system during attempts to remove it. The stent was retrieved "with special device" and the procedure was completed with balloon angioplasty only. No further patient complications were reported, and patient status was reported as 'ok'.